Event description:
It was reported that the customer was in the hospital again for ketones and high blood glucose of 480 mg/dl. The customer stated that he had a stroke a while ago and he was admitted to rehabilitation before he can go home. Troubleshooting was performed, and it was found that the infusion set was changed every 5 to 6 days. The mother stated that the infusion set was kinked. The programming was reviewed and it was correct. The alarm history reveals several no delivery alarms. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.